Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 mar 2026 has been used as a placeholder. Note investigation summary investigation summary during level 1 pci testing no fault was found.

Event description:
Event report was received regarding a plum 360 where the reporter stated that the pump turns off by itself and does not power on. Patient involvement is unknown.